Event description:
It was reported that the lead exhibited high threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the insulation to be damaged and the proximal coil fractured at 19.5 cm from the connector end. All five filars of the proximal coil were fractured. The location of the fracture is consistent with that of clavicular crush, which would account for the reported high threshold.